Event description:
It was reported to medtronic minimed that the insulin pump received alert of low battery and to replace the pump battery. It was also reported that the pump was damaged at the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer mentioned that the pump was dropped. Pump functionality was affected. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment, however a cracked retainer ring at the knit line. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found relevant battery alerts, alarms, or anomalies in the pump history files and traces. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Found battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2025 18:41:00 faster than expected at 0.02 days. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2025 08:34:00 after more than 7 days at 13.78 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 13:27:00 after more than 7 days at 13.33 day pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, cracked retainer, retainer knit line damage, and pillowing keypad overlay charge/battery lasts less than expected was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Moisture damage was noted found isolated to the battery tube. Cosmetic damage was confirmed at the battery compartment. Retainer ring damage was noted and confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.